Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via contralateral approach from the right femoral artery. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified left superficial femoral artery. After a 7fr non-bsc introducer sheath was placed and a non-bsc guide wire was advanced, a 7.0 x 150 75cm mustang balloon catheter was advanced for pre-dilatation. However, during the first inflation at 10 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another 7.0 x 150 75cm mustang balloon catheter. No patient complications nor injuries were reported.